Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result at 9:30 am was 4.4 inr. He called the doctor to report it and they asked him to retest on his meter. The result at 12:30 pm was 3.3 inr. After the customer got the second result, his doctor changed his coumadin dosage to sundays, mondays and wednesday 5 mg and every other day 1/2 a pill or 2.5 mg. The patient was not adversely affected. The customer's normal range was 2.0-3.0 inr. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not anemic, was not on heparin, and had no antiphospholipid antibodies. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 3.1 inr, donor hct: 48% and 52%. Testing results: donor 1: masterlot / customer meter and masterlot, 2.6 inr/ 2.6 inr. Donor 2: masterlot / customer meter and masterlot, 3.2 inr / 3.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.